Event description:
Customer reported where the caller did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer replaced the cartridge and successfully resumed insulin delivery.